Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device has been received at hq for investigation. Per explantation report, the device did contribute to the explantation. No new device was implanted.

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an infection, which has not been described in detail. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The explanted device has been received at hq for investigation. The device was explanted due to an infection. Despite requested, no further information has been received.